Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to a problem associated with the electronic assembly (motor timeout error). Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a critical pump error alarm and open book image on the screen. Customer was just in the bed, all of the sudden it just alarmed by itself. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.